Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Remains implanted.

Event description:
The pharmacist from the hospital reported the following event : "impossibility to screw the locking screw into the nail. Cervical screw not blocked, dynamic assembly not desired, risk of mobilization of unwanted material. Corrective actions taken: checking the installation instrument: correct assembly, no instrument faults. Change of the locking screw, same problem. It appeared that the internal thread of the gamma nail is defective and does not allow the locking screw to be screwed in. Change of the nail not possible in per operation, very difficult reduction, assembly therefore left in place. The patient is a (B)(6) year-old woman, obese. The surgeon has instructed her to stay in bed. The surgeon tried to lock the first locking screw available in the kit, and could not lock it at all. So he used another locking screw available and again, he could not lock it. He managed different ways to lock the screw with the screwdriver and finally gave up leaving the patient with unlocked lag screw. It is not planned to revise the patient. This surgeon is experienced and has implanted many gamma nails (about 80) and never faced this situation before. Surgical delay of 30 min. Impossibility to put a locking screw, assembly left in dynamic mode.